Event description:
Dr edits individual mlc leaves in focal after they "snap" the leaves to a patient structure, and then transfers the plan to xio where they open the treatment plan, and place an interest point. When this happens, the leaves return to their original "snapped" positions, removing the dr's edits. All information shown in xio is correct for the shape shown, it is just not what the dr had wanted. No patients have been mistreated.

Manufacturer narrative:
Customer advisory will be sent to all users. The issue will be corrected in (B)(4) which is currently scheduled to be available in (B)(4) 2009.